Event description:
It was reported that catheter break occurred. The target lesion was located in the deep vein in left lower limb. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, the catheter could not be pulled out smoothly and was stuck in the loop and catheter was found to be broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
D4: lot number - updated to 26568789. Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed 2 kinks located 51.5cm from the tip and at the strain relief. The hypotube was broken at the 51cm location. Functional testing could not be completed due to the severe damage on the catheter shaft. No pressure reading could be reported. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target lesion was located in the deep vein in left lower limb. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, the catheter could not be pulled out smoothly and was stuck in the loop and catheter was found to be broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.